Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the ventilator alarmed with an oxygen not available reference failure.there was no patient harm.